Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was damaged/broken. No serious injury or medical intervention reported.

Event description:
It was reported that bd insyte autoguard shielded IV catheter was damaged/broken. No serious injury or medical intervention reported.

Manufacturer narrative:
No samples or photos were returned in support of this complaint. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No observations or testing could be conducted as units were not provided for this incident. Indeterminate: units were not provided for this incident, therefore the alleged defect of other could not be identified nor confirmed and a root cause could not be established.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was damaged/broken. No serious injury or medical intervention reported.